Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "no patient impact reported" (no known impact or consequence to patient). Product problem: "fibers in the tip" (particulates). The customer reported fibers were present in the irrigation / aspiration tip. No patient impact was reported. Additional follow-up information has been requested.